Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6), 2021. During the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter to deploy. It was noted that none of the stages of deployment were felt. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6:medical device problem code a15 captures the reportable event of clip failed to release from catheter.block h10: investigation resultsthe returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. Microscope examination was performed, and it was observed that the yoke was returned attached to the control wire, indicating the device was prematurely deployed. Dimensional examination was performed on the bushing outer diameter, and it was observed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and b were confirmed to be within specification. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. It was also noted that the flattening wire was confirmed to be within specification. No other issues with the device were noted.the reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.block h11:correction: e1 (initial reporter city)

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter to deploy. It was noted that none of the stages of deployment were felt. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.